Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the alternating current inlet is partially chipped. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the maintenance unit power socket was damaged, and the device failed the electrical test. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the power switch peeled, the inlet plug damaged, the top cover frayed, the rear panel corroded, the chassis deteriorated, the sucker worn out, and the power switch does not light up. Air supply pressure is out of the standard value. The device passed initial leakage and electrical safety tests. Should additional relevant information become available, a supplemental report will be submitted.